Manufacturer narrative:
During an interventional procedure, a 5x80 vas (vascular), 120cm smart flex stent inverted inside of the stent and one balloon expandable stent was placed in the distal part of the stent so that the inverted side could be pushed closer to the vessel wall. Retrograde access was initially made, followed by pre-dilatation and second dilating with a drug eluting balloon. The doctor decided to place a smart stent and used a 0.018¿ guidewire. During the process of opening the stent he had noticed that the proximal (near to the body) part of the stent had been inverted inside the stent; after post- dilation the situation had been straight, but when he took out the guidewire he noticed that the distal part (toward the toes) had been inverted inside the same way as the previous situation so finally he decided to put one balloon expandable stent in the distal part of the ses (self-expanding stent) so that the inverted side to be pushed closer to the vessel wall. Films were provided. They were reviewed and the stent shows no evidence of fracture. The stent appears to be compressed or not fully expanded, within the vessel. Further information and pictures have been requested. A film showing illumination of the lumen so it shows contrast in the lumen to see what the vessel looks like is available and will be provided. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was for the sfa (superficial femoral artery) and proximal popliteal. The 80% occluded lesion was 75mm long in a 5mm vessel diameter. The lesion was calcified but the vessel was not tortuous. A 6f size sheath introducer was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. Delivery of the sds (stent delivery system) to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated with 5mm deb (drug eluting balloon). There were no adverse consequences to the patient whose current status was good. The patient has been discharged from the hospital. A nine image series was received and reviewed. The images are of an above knee lesion initially 100% blocked, with retrograde flow provided by collateral vessels. The lesion is passed by a guidewire and a balloon is delivered and expanded within the lesion. Good flow is achieved and a smart flex stent is placed in the vessel. A ¿fold¿ is apparent in the proximal end of the stent. The following image now shows a ¿fold¿ in the distal end of the stent as well. Flow does not appear to be adversely impacted by the ¿folds¿ in the stent. The product was not returned for analysis. A device history record (DHR) review of lot 37711 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent compressed/crushed-in patient resulting in ae or additional treatment (peripheral)¿ was confirmed through analysis of the procedural films. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification and a rate of stenosis of 80%) may have contributed to the compressing and folding of the stent. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the procedure films suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A cd was received was opened and nine image series were reviewed. The images are of an above knee lesion initially 100% blocked, with retrograde flow provided by collateral vessels. The lesion is passed by a guidewire and a balloon is delivered and expanded within the lesion. Good flow is achieved and a smart flex stent is placed in the vessel. A ¿fold¿ is apparent in the proximal end of the stent. The following image now shows a ¿fold¿ in the distal end of the stent as well. Flow does not appear to be adversely impacted by the ¿folds¿ in the stent. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant product: 5mm deb balloon. The device remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, a 5x80 vas (vascular), 120cmsmart flex stent inverted inside of the stent and one balloon expandable stent was placed in the distal part of the stent, so that the inverted side could be pushed closer to the vessel wall. Retrograde access was initially made, followed by pre-dilatation and second dilating with a drug eluting balloon. The doctor decided to place a smart stent and used 0.018' guidewire. During the process of opening, the stent he had noticed that the proximal (near to the body) part of the stent had been inverted inside the stent, after post- dilation the situation had been straighten, but when he'd took out the guidewire he had noticed that the distal part (toward the toes) had been inverted inside the same way as the previous situation, so finally he decided to put one balloon expandable stent in the distal part of the ses, so that the inverted side to be pushed closer to the vessel wall. Films were provided. They were reviewed and the stent shows no evidence of fracture. The stent appears to be compressed or not fully expanded, within the vessel. Further information and pictures have been requested. A film showing illumination of the lumen so it shows contrast in the lumen to see what the vessel looks like is available and will be provided. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was for the sfa and proximal popliteal. The 80% occluded lesion was 75mm long in a 5mm vessel diameter. The lesion was calcified but the vessel was not tortuous. A 6f size cook sheath introducer was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated with 5mm deb balloon. There were no adverse consequences to the patient whose current status was good. The patient has been discharged from the hospital.